Manufacturer narrative:
The display was blank due to a broken solder joint on the interface board. No moisture damage was found inside the insulin pump.

Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the display on the insulin pump went blank. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.